Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 4mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during the first inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. There are numerous hypotube and shaft kinks. The balloon has a 7mm longitudinal tear starting at the proximal balloon waist with a 2mm circumferential tear/burst at the distal end of the tear. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 4mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during the first inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.